Event description:
It was reported that the ilet issued a low glucose alarm while the user was wearing a freestyle libre 3 plus sensor, the user attempted to dismiss the alert and believes they pressed stop, and customer support confirmed the sensor was functioning and provided education on proper alert dismissal; the user¿s blood glucose at the time was 71 mg/dl and they treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.